Event description:
This report is based on information provided by a health partner and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that defibrillator pads were slipping on patient. The customer provided that the defibrillator pads applied to a patient that was not very hairy, only slightly sweaty. Staff replaced the heartstart pads with another manufacture¿s pad which adhered better to the patient. There was no harm to the patient.

Manufacturer narrative:
Neither the pads nor their lot number used in the patient event were made available to philips for further investigation. Without being able to perform the failure analysis on the allegedly malfunctioning pads, no definitive conclusions or determinations can be made solely based on the customer¿s comments. Based on the information available and the testing conducted, the issue was related to the pads. The reported problem was confirmed. The defibrillator pads were replaced, which resolved the slipping problem. It is not possible to confirm or determine the cause of the failure since the used pads are not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : pads were not made available to philips for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the pads were slipping on a patient that was not very hairy, only slightly sweaty. The user scrambled to find and replace the heartstart pads with another manufacturer pads which adhered much better to the patient. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.